Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe could not reach the normal cutting speed and the vacuum was low, this made the probe could not cut and the aspiration was not working normally during vitrectomy surgery. The procedure was completed by replacing the product with new one. There was no patient harm.

Manufacturer narrative:
Corrected information provided in b.2. And h.11. Upon further assessment, it was confirmed that the vacuum issue and cutting problem initially reported was resulted from the probe did not reach the normal cutting speed. A vitrectomy probe did not reach normal cutting speed is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. Hence this reported event does not meet the criteria for reporting. No further reports will be scheduled under mfg report num. (B)(4). The manufacturer internal reference number is: (B)(4).